Event description:
Blood glucose results of 6.8 and 8.6 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of the glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.